Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced a skin reaction with itching, rash, and redness, which occurred 10 days after the sensor had been inserted in the abdomen. The skin was prepped with soap and water prior to sensor insertion. On the same day the patient consulted with a doctor about the skin reaction. The reaction was diagnosed as an allergic reaction and treated with a steroid injection. At the time of the report, the patient was stable. No additional event or patient information is available.